Manufacturer narrative:
Evaluated 1 open/used reservoir and performed a visual inspection and found no physical or cosmetic damage. Also inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leak. The customer¿s blood glucose level was unknown at the time of the incident. The customer was unsure leak was past the fist ring or second o-ring. Customer stated that leak occurred when the set changed. Insulin pump had insulin flow blocked alarm and event was resolved by changing complete set. The reservoir will be returned for analysis.